Manufacturer narrative:
A philips field service engineer (fse) evaluated the device confirm the issue was due to the epic hyperdrive browser being proprietary and requiring specific settings in order to function properly. The customer was provided with settings to resolve the issue. The application was confirmed to be functioning properly in chrome and edge browsers. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the web server acting sporadic at times. The device was in use at the time of the event. No adverse event occurred.